Event description:
The customer reported that clear fluid had leaked near the left side by the lh750 slidemaker, and onto the counter and floor. The customer indicated that unusually high calculated mean corpuscular hemoglobin concentration (mchc) result was obtained for one patient on the coulter lh 780 hematology analyzer. Data review by beckman coulter indicated that there were no instrument generated flags on the results. The customer stated that the patient sample was rerun on the same lh780 analyzer in manual mode and on alternate lh780 analyzer. Higher white blood cell (wbc), red blood cell (rbc), hematocrit (hct) and lower mean corpuscular hemoglobin (mch) and mchc results were obtained, considered correct and reported out of the laboratory. The customer also noted that an incorrect higher platelet (plt) value was obtained on the original instrument when rerun in the manual mode. The customer provided an additional printout for the second patient to demonstrate the high mchc value, but did not provide rerun results for comparison to the discrepant results. Since rerun was results was not provided, there is no evidence to indicate that the second set of results provided were erroneous. The erroneous results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, lab coat, and protective eye wear when the leak was discovered and no injury or exposure was reported. Beckman coulter field service engineer (fse), was dispatched and found a diluent leak at pinch valve vl5 tubing in the sample access area of the lh780 analyzer and proceeded to replace the vl5 pinch valve tubing to resolve the leak. The fse also removed and cleaned the blood sampling valve (bsv) to address the high results on the analyzer. Instrument operation was verified and results met published specifications. The cause of the leak is attributed to pinch valve tubing vl5 and the cause of the discrepant results is attributed to dirty blood sampling valve.